Event description:
It was reported that fluoroscopy revealed insulation abrasion with externalized conductors.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.